Event description:
It was reported that the akreos ao60g iol was partially inserted and then removed due to torn haptic. The incision was enlarged to remove the lens, a vitrectomy was performed and a back up lens was successfully implanted. Sutures were used to close the incision. The surgeon reported that the most likely cause of the event was loading error. Please reference MDR#: 1119279-2012-00166 for the intraocular lens.

Manufacturer narrative:
The delivery device was discarded by the user facility; therefore, product evaluation could not be conducted.